Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the physician had difficulty crossing the septum with the sheath. The sheath was removed from the patient and the physician noted that the sheath had a "bigger jump in size" between the dilator and the distal radial tip marker. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event.the sheath is not expected to be returned for analysis as it was disposed of by the site.